Manufacturer narrative:
(B)(4). Blister torn. The device was received with the blister present, and was noted to have a small tear. While no conclusion could be reached as to how the blister became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Externally caused. The device and the tyvek lid were returned for analysis without the blister. The tyvek was folded up for return and there were indications of excess handling of the tyvek such as wrinkling and creasing of the tyvek. A small hole was confirmed in the tyvek that was from the outside and appeared to be caused by impact on the tyvek. The tyvek was bunched up around the hole and there were scrapes around the perimeter of the hole. Tyvek was handled during previous analysis and it cannot be determined how much of the creasing and damage to the tyvek happened after the tyvek was returned from the customer. Due to the location of the damage as well as the impact damage coming from the outside, it is suspected that the hole was caused external to ees packaging process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, package has small tear. Surgeon feared sterilization might be compromised. Another like product used to complete the procedure. There were no patient consequences.